Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump received with normal operating currents. Insulin pump monitored for several hours and no blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose level and the insulin pump display was blank. The customer's blood glucose level was around 200-400 mg/dl at the time. The customer was assisted in troubleshooting and it was reported that the display did not return after the insulin pump restart. The customer was treated with insulin pump. The insulin pump will be returned for analysis.